Event description:
The customer reported that the workstation intermittently loses video when the interconnect cable is moved. The cable needs to be replaced. Also the x-ray "on" indicator is intermittently not working and should also be replaced.

Manufacturer narrative:
(B) (4). The ge svc rep confirmed the diagnosis of a defective interconnect cable and placed the order for parts to be sent to the hosp. The ge rep rec'd confirmation that the parts were rec'd and installed, and that the 9800 is now functioning as intended.